Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was starting a few days ago at the same time pts controller would change its language and the pts controller stimulation would shut off. Pt would have to reset the controller then change the language back to english and then turn stimulation back on. Pt said this has happen more than once and issues happen at the same time. A request was sent to the repair department to replace the controller.